Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 170mg/dl. During the call, it was found that the customer was not using the sensor future. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device passed the motor test. The unit had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.